Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included: nevus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure insertion details: the right tubal ostia was identified. The essure guidewire was placed, and the coil was deployed. There was only 1 coil that was noted right the ostia. It almost appeared as if there was a spasm right after coil placement. And the tube seemed to bring up a portion of the coil such, that only 1 coil was visualized extending into the endometrial cavity. The left tubal ostia was identified, and the essure coil was placed per the protocol. The coil was deployed. No loops of coil were noted, extending into the endometrial cavity. For this reason, we were unsure if there was a faulty coil. Another essure coil was opened. However, the coil would not cannulate at all, not even a mm deep into the left fallopian tube. At this point, thought that perhaps the coil had indeed deployed, without having any loop extending into the endometrial cavity. The third coil that we had opened we deployed on the scrub table and indeed confirmed, that by comparing the essure device that had been deployed initially in left tube, was the third loop that we now deployed by comparing the 2 essure devices. We did confirm that the coil appeared to have been deployed into the left fallopian tube. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: previously reported unspecified event: ¿medical device removal¿ was updated to more specified events ¿pelvic pain¿. This case was medically confirmed. Patient demographics, medical history and reporter were added. Follow up 1 and 2 processed together. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.